Event description:
As stated by the customer (B)(6) 2012: side rails catch broken on the one side. Replaced parts. This equipment was voluntarily tagged out for service by the customer and not used with patients; it is unlikely there was any potential for injury.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.